Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead detected low ventricular signals and exhibited low impedance measurements. Subsequently, the rv lead and the device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that lead body damage was evident upon extraction. This product was explanted. No additional adverse patient effects were reported.